Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported there was leakage on micron filter. It was reported there was unknown chemo drug involved. There was no drug exposure to patient or healthcare provider. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: ext. (B)(6).

Manufacturer narrative:
Received one used list #142560488 primary plum set attached to a bag spike adapter with spiros. As received the inlet and outlet filter appeared to be wetted out with prior infusate. No additional damage or anomalies were observed. The set was leak tested per specification. A leak was observed from the outlet filter of the inline filter. The complaint of normal saline leaking from the 0.2um filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 7/2/2024.